Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The uninterrupted power supply, the real time operation system single board computer and the ps2 power supply were replaced. The system was tested and operates as intended.

Event description:
The customer reported that the 9900 system did not boot up properly and displayed an error code message. No pt injury was reported.